Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a cesarean section the pad was placed on patient's upper left thigh. When the pad was removed after the case, the circulating nurse noted there was redness and small blisters at the pad site. The area affected was approximately 6" by 1/2". Multiple attempts have been made to obtain additional information from the site. The site has not responded.